Event description:
Customer reportedly received results of 135 mg/dl and 279 mg/dl within 10 minutes on the compact system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test strip lot number and expiration date unknown.

Manufacturer narrative:
The suspect product is the compact test drum.